Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been at the emergency room with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and frequent urination urges. As treatment, the parent of the patient administered insulin corrections through the personal diabetes manager (pdm). Once at the emergency room the basal program was changed on the patients pdm as well as the bolus routine was changed into 6 divisions among her breakfast, lunch and dinner, and changed the corrections to 20 carbs per unit of insulin. In addition it was noticed at the hospital that the pdm was missing all history data. Basal program changes: from 12:00 am to 3:00 am changed from 1.4 u/hr to1.5 u/hr, from 3:00 am to 6:00 am changed from 1.45 u/hr to 1.55 u/hr, from 6:00 am to 11:00 am changed from 1.50 u/hr to 1.55 u/hr, from 11:00 am to 3:00 pm changed from 1.45 u/hr to 1.50 u/hr, from 3:00 pm to 6:00 pm changed from 1.50 u/hr to 1.50 u/hr, from 6:00 pm to 9:00 pm changed from 1.60 u/hr to 1.55 u/hr, from 9:00 am to 12:00 am changed from 1.55 u/hr to 1.65 u/hr.

Manufacturer narrative:
The returned device was evaluated and the customer reports a loss of pdm data after a medical event. Data downloaded from the device displays a full history from 30jan2020 to 11feb2021. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. Boluses delivered during the pod communication test were found to successfully save in device history and were visible on the pdm ui and .ibf history. The device was found to function properly.